Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on april 20, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of light not turning on can be attributed to the nonconforming lamp. However, how or when the product became nonconforming could not be determined. For the reported ¿footswitch issues¿, the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the internal lamps went off before surgery. The system was rebooted to proceed with surgery. There was no patient involvement. It was also reported that the pins inside the footswitch cable were bent.